Event description:
Patient had syncope at home requiring CPR and was found to have prolonged asystole due to lack of pacing from oversensing due to noise in the right ventricular pace sense lead as a result of insulation breach. He was therefore admitted for a new rv lead insertion.